Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device implanted.

Event description:
Patient arrived at (B)(6) clinic and during standard post operative follow-up, it was discovered that he had a broken c3 mountaineer screw (3.5 diameter). At this time no indication was made of a traumatic event which could have caused the fracture. The patient reported doing well after the initial operation to treat cervical disc degeneration with posterior mountaineer fixation from c3-t2. The patient did not have any neurologic or functional deficits from the fractured screw. The surgeon decided to place the patient in a miami-j collar and follow him closely. No planned reoperation at this time.